Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017- patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug. Per op notes, ¿a right inguinal incision was made. A large indirect hernia was identified. A perfix plug was placed in the peritoneal space and secured with sutures. The onlay patch was placed over the top of the pubic tubercle and was secured with tacks.¿ (B)(6) 2019- patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with excision of perfix plug. Per op notes, ¿an incision was made on the inguinal region below the previous incision. A lot of adhesions and scar formation were observed. The hernia was dissected and pushed inside the abdomen. The dislodged perfix plug was dissected from the spermatic cord and removed in its entire form.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.